Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurement that was detected via the patient's remote home monitoring system. The field representative checked all configurations and isometrics but could not get an out-of-range reading. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) that could have skewed the reading. Additional information indicated that the patient's device was checked and everything was fine. The physician will then resume normal follow up. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.